Event description:
The event is reported as: the balloon of the catheter was inflated with glycerin which then deflated a short time later. The catheter then slipped out of the patient. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. Investigation report incomplete. An investigation report will be sent when completed.